Event description:
On (B)(6) 2022, genmark was advised of unexpected positive results for sars-cov-2, on the eplex rp2 panel tested on (B)(6) 2021. This event occurred while testing a cap proficiency sample. Patient results are not impacted. The internal controls were robust indicating the cartridge performed as expected.

Manufacturer narrative:
Analysis: internal review of qc release data for affected rp2-eua lot 91145786 confirms the consumable lot successfully met the established qc release specifications. Review of the eplex rp2 panel test run information demonstrates that the internal controls were valid. No run malfunction was observed and the eplex instrument (serial #(B)(4)) was working within design specifications. Conclusion: while a discrepant result was reported by the customer, no quality and/or performance issues have been identified for the affected rp2 panel lot. Genmark was not advised of any patient harm or adverse event. This complaint is submitted at the request of the FDA and in accordance with conditions of authorization for eua201822 documented in the record #(B)(4).